Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having trouble charging the ipg. It was also reported that the ipg was heating up and it was on the patient's belt line. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.